Event description:
It was reported that the patient was feeling low energy, lethargic, and weak on (B)(6) 2022. Labs revealed a hemoglobin of 6.8. The patient was instructed to go to the emergency room (ER). On (B)(6) 2022 the patient's hemoglobin in the ER was 6.4. The patient was admitted for acute blood loss anemia. Iron studies were checked and packed red blood cells (prbcs) were transfused. An iron supplement was started on (B)(6) 2022. An esophagogastroduodenoscopy (egd) and colonoscopy were scheduled for (B)(6) 2022. The patient's hemoglobin was 6.8 after two units of prbcs. A third unit was given along with five doses of IV iron. On (B)(6) 2022 the patient underwent a capsule endoscopy. Their hemoglobin was 8.2 and their iron level was low at 36. On (B)(6) 2022 a fourth unit of prbcs was given. Octreotide acetate 100 milligrams (mg) subcutaneous twice daily was started.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the imaging performed on the patient confirmed bleeding. Three arteriovenous malformations (avms) were treated with argon plasma coagulation (apc). The bleeding resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.